Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pace impedances on the left ventricular (lv) lead. A review was performed which showed 3 impedance spikes previously, but only one had gone out of range. Noise was also observed on the right ventricular (rv) channel. A previous noise episode showed the signal is minute ventilation which was oversensed and caused inhibition of just over 2 seconds. Boston scientific technical services indicated that it appears to be a spring contact issue. At this time, the patient is being monitored and the system remains in service. The right ventricular (rv) lead is another manufacturer's product. No adverse patient effects were reported.

Event description:
It was reported the cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pace impedances on this left ventricular (lv) lead. A review was performed which showed 3 impedance spikes previously, but only one had gone out of range. Noise was also observed on the right ventricular (rv) channel. A previous noise episode showed the signal is minute ventilation which was oversensed and caused inhibition of just over 2 seconds. Boston scientific technical services indicated that it appears to be a spring contact issue. At this time, the patient is being monitored and the system remains in service. The right ventricular (rv) lead is another manufacturer's product. No adverse patient effects were reported. Additional information received indicates that this lead was surgically abandoned and replaced due to the high out of range pacing impedance. It was noted that this lead was fractured. No additional adverse patient effects were reported.